Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) applied power to central control monitor (ccm) the and the ccm booted with an error message "disk boot failure, insert system disk and press enter". The pst powered off the ccm and removed device under test (dut) single board computer (sbc) and inspected the sbc for any damage or defects, no damage or defects present. Pst installed lab use only (luo) sbc and powered on ccm, observed ccm to complete boot process. He opened a perfusion screen and tested ccm overnight and observed ccm to be operational the next morning. He powered off ccm, reinstalled dut sbc and retested, the ccm booted with error ¿disk boot failure, insert system disk and press enter¿ determining that the sbc was the cause of the problem. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4): no patient involvement. (B)(4): power source issue.

Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the manufacturing engineering center (mec), the central control monitor (ccm) had an alternating current (ac) power activation failure. Even if ac power turns on , the ccm does not activate, but it shows an error message. There was no reported patient harm as a result of this issue.